Event description:
It was reported that the catheter tip was fractured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, outside the patient's body, the physician found out that the wolverine balloon catheter tip was fractured. The procedure was completed with another of the same device. No complications reported and the patient condition was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a break 18.5cm distal to the distal end of at the strain relief. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no damage, tears, or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the catheter tip was fractured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, outside the patient's body, the physician found out that the wolverine balloon catheter tip was fractured. The procedure was completed with another of the same device. No complications reported and the patient condition was stable post procedure.